Event description:
Additional information received on 12/13/96 indicates they took a culture and sent it to the lab. After opening the patient they found no evidence of infection. Patient had pain and it was decided to reposition the pump.